Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's implant was sticking out a little bit (near surface, no allegation of protrusion) and the patient could feel it. Additionally, the patient indicated that they fell down the stairs a couple of days ago and hit the device when they fell and the area when the device was and the patient's hip where the wires went in was still bothering the patient. Additionally, the patient reported pain in their abdomen as well as that the patient's hip and abdomen had gotten worse. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.